Event description:
Git was reported that there was a gas leak inside.

Event description:
Additional info received via email 16-may-2022. Event date updated. It is unknown if the issue occurred during use with a patient.

Manufacturer narrative:
Other, other text: device was returned with four small knobs out of specification. A functional test was failed, due to the demand valve leaking. Replacement of the demand valve, additional repairs, and preventive maintenance were performed. No previous service history was found. Device history record review was not performed, due to the age of the device and damage sustained. D5 and e4 are unknown. Event date updated. (Updated b5), corrected data: it is unknown if the issue occurred during use with a patient. (Updated h6a).